Event description:
It was reported the customer's insulin pump powered off in the middle of the night. Customer woke up to replace their battery and a battery out limit alarm occurred. The customer's blood glucose was 271 mg/dl at the time of the incident. Customer's blood glucose was 123 mg/dl at the time of the call. Advised the customer a battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.